Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of (B)(4) and (B)(4) to peritonitis coincident with extraneal viaflex, physioneal 40 and nutrineal pd4 therapies. On (B)(6) 2008, the subject began treatment with extraneal (2500ml every night, lot number not reported), nutrineal (2000ml every day, lot number not reported) and physioneal 40 glucose (B)(4) (2500 ml every day, lot number not reported) and physioneal 40 glucose (B)(4) (2500 ml every day, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal, physioneal 40 and nutrineal were ongoing until the time of death. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy effluent and septicemia secondary to peritonitis. On (B)(6) 2010, the subject was hospitalized for septicaemia secondary to peritonitis and treated with cefuroxime (ip). On (B)(6) 2010, treatment with ciprofloxacin (ip) was initiated. On (B)(6) 2010, treatment with cefuroxime and ciprofloxacin ended. On (B)(6) 2010, treatment with vancomycin oral was initiated. On (B)(6) 2010, treatment with vancomycin (ip) was initiated. Treatment with vancomycin oral ended on (B)(6) 2010 and vancomycin (ip) on (B)(6) 2010. Per the physician the primary contributing factor to the bacterial peritonitis was failure to do the exchange in a clean environment. On (B)(6) 2010, the subject died. Per the physician, the cause of death was septicemia secondary to bacterial peritonitis. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.